Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure high thresholds were noted on the pacing lead. Many attempts were made to place the lead but high thresholds remained. The lead was explanted and replaced. No patient complications have been reported as a result of this event.